Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided.. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: partial catalog number given as the serial number was not provided. If explanted, give date: not applicable, as lens remains implanted. The device is not returning for evaluation as the foreign material will not be returned and product remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had black fibers that showed up under the microscope from a dcb00 implantation. The surgeon removed the fiber and the lens was implanted and patient was fine. No lens serial numbers provided. No foreign material returned for us to evaluate. No other information was provided.